Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 22.5 mmol/l, at the time of incidence. Customer were treated with bolus for high blood glucose level. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. It was unknown if customer was using auto mode at the time of incidence. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.